Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI : (B)(4). H6 clinical code: appropriate term / code not available (e2402) is used to capture infections (e19) and injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (DHR) review was performed previously on legacy complaint (B)(4), activity (B)(4). Product code 900306000, work order (B)(4), was manufactured on (B)(6) 2008. 20 parts were manufactured per specification and all raw materials met specification.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the sales rep did not attend the case and not sure where the cement came from as the lcs knee was a duofix cementless product for femoral and tibial components. The duofix lcs femurs were the subject of a recall some years ago and the description of the case as told certainly indicates this involved a duofix femoral component. He doesn't know but suspect the loosening was in regard to the duofix femoral component from his experience and that involved with the recall and subsequent legal proceedings around the product recall. The patient has no consented to the sharing of information including that on the original submission and also this submission.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of suspected infection lcs tkr implanted 12 years ago. The implants showed signs of metalysis, wear, bone loss and loosening. Highly suspect this could be an lcs duofix femoral component that was recalled. The implantation time line sounds correct.